Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: clonazepam, methyldopa, cymbalta, trazodone, aldomet and estradiol. Concurrent conditions included hypertension, anxiety, bipolar disorder and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera). In february 2013, the patient had essure inserted. In march 2013, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pain / pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date was on (B)(6) 2013 (that date reported most often (2), also reported: feb-2013 (1), (B)(6) 2013 (1), (B)(6) 2013(1) - all performed in north carolina (nc). Quality-safety evaluation of ptc: quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # us-bayer-2019-215608 (received on 21-nov-2019) which will be deleted after all information was transferred to this case # us-bayer-2016-221492, which will be retained. New: new lawyer reporter was added. Essure insertion date was on 6-mar-2013 (reported most often (3) for that date, also reported: feb-2013 (1), 9-mar-2013 (1), 18-apr-2013(1) - all performed in north carolina (nc)). No new follow-up information was received from the reporter. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: clonazepam, methyldopa, cymbalta, trazodone, aldomet and estradiol. Concurrent conditions included hypertension, anxiety, bipolar disorder and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("gen.abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, genital haemorrhage, autoimmune disorder and psychological trauma outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date was on (B)(6) 2013 (that date reported most often (2), also reported: (B)(6) 2013 (1), (B)(6) 2013 (1), (B)(6) 2013 (1) - all performed in north carolina (nc). Unknown treatment for bleeding and pain received. Quality-safety evaluation of ptc: quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: clonazepam, methyldopa, cymbalta, trazodone, aldomet and estradiol. Concurrent conditions included hypertension, anxiety, bipolar disorder and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("gen. Abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, genital haemorrhage, autoimmune disorder and psychological trauma outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date was on (B)(6) 2013 (that date reported most often (2), also reported: (B)(6) 2013 (1), (B)(6) 2013 (1), (B)(6) 2013(1) - all performed in north carolina (nc)) quality-safety evaluation of ptc: quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new events autoimmune disorder, gen. Abnormal bleeding, psych injury were added. Reporters were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') in a 26-year-old female patient who had essure (batch no. A69936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine cervical squamous metaplasia, dyspareunia, genital bleeding and pelvic pain female. Previously administered products included for an unreported indication: depo-provera, estradiol, percocet, clonazepam, cymbalta, estradiol, trazodone, aldomet and methyldopa. Concurrent conditions included hypertension, anxiety, bipolar disorder and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("gen. Abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/transvaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, genital haemorrhage, autoimmune disorder and psychological trauma outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date was on (B)(6) 2013 (that date reported most often (2), also reported: (B)(6) 2013 (1), (B)(6) 2013 (1), (B)(6) 2013(1) - all performed in north carolina (nc)). Unknown treatment for bleeding and pain received. The essure device was placed in each tubal ostia with between 3 and 8 coils visible in the uterine cavity . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abnormal uterine bleeding, pelvic pain , dysmenorrhea. Most recent follow-up information incorporated above includes: on 18-dec-2020: mr received: lot number, medical history, reporter information were added. Patient demographic was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') in a 26-year-old female patient who had essure (batch no. A69936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine cervical squamous metaplasia, dyspareunia, genital bleeding and pelvic pain female. Previously administered products included for an unreported indication: depo-provera, estradiol, percocet, clonazepam, cymbalta, estradiol, trazodone, aldomet and methyldopa. Concurrent conditions included hypertension, anxiety, bipolar disorder and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("gen. Abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/transvaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, genital haemorrhage, autoimmune disorder and psychological trauma outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date was on (B)(6) 2013 (that date reported most often (2), also reported: (B)(6) 2013 (1), (B)(6) 2013 (1), (B)(6) 2013(1) - all performed in (B)(6). Unknown treatment for bleeding and pain received. The essure device was placed in each tubal ostia with between 3 and 8 coils visible in the uterine cavity . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abnormal uterine bleeding, pelvic pain , dysmenorrhea. Lot number: a69936 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on 17-nov-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. As a result of her implantation with essure, she suffered injuries, including: hysterectomy, perforation of organs and pain. On (B)(6) 2013 she had surgery to remove essure. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female plaintiff who had essure inserted and had perforation of organs (interpreted as uterine perforation) and underwent a hysterectomy 6 months later. Essure was removed. Uterine perforation is anticipated in the reference safety information for essure. Considering that there is a risk of uterine perforation with essure and that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
A quality-safety evaluation was received on 07-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female plaintiff who had essure inserted and had perforation of organs (interpreted as uterine perforation) and underwent a hysterectomy 6 months later. Essure was removed. Uterine perforation is anticipated in the reference safety information for essure. Considering that there is a risk of uterine perforation with essure and that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis concluded that a product quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's concurrent conditions included hypertension, anxiety, bipolar disorder and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pain / pelvic pain"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events added per pfs: abnormal bleeding vaginal, dysmenorrhea (cramping) and she did not undergo essure confirmation test. Reporters were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.